Event description:
About nine years ago, history of left breast lobular carcinoma; underwent bilateral mastectomies. About a year after mastectomies, silicone breast implants inserted.since that time, she has gone on to do well. She has had no evidence of recurrent disease. Over the past several months, she developed some new pains on the lateral aspect of her right breast. She was seen by oncologist and an MRI examination was performed to rule out recurrent cancer. The MRI results showed that she had bilateral silicone gel ruptured implants. No history of trauma.